Event description:
It was reported that the insulin pump was broken at the reservoir tube. The customer stated that he was changing the infusion set and reservoir when the insulin pump's reservoir broke a piece off of the insulin pump. The blood glucose reading was 130 mg/dl. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The unit was received with cracked case at display window corners, reservoir tube and battery tube threads. The unit was received with a missing end cap sticker, reservoir tube lip o-ring and display window. The unit was received with a broken reservoir tube lip. The unit was also received with a loose or flush drive support disk. Please see medwatch report # 3004209178-2015-48691.